Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was explanted because the silicone sheath was damaged next to the connection. The device was replaced. There were no injuries and the patient was noted to be "ok" after the procedure.